Event description:
On (B)(6) 2010, the pt underwent emergent endovascular repair of an impending ruptured thoracic aortic aneurysm using a gore tag thoracic endoprosthesis. On (B)(6) 2010, follow-up CT taken at the discharge showed slight proximal type 1 endoleak. The physician decided to take wait and watch approach. On (B)(6) 2010, 6 months follow up CT revealed a persistent proximal type 1 endoleak. On (B)(6) 2011, an open thoracic surgery to treat the proximal type 1 endoleak was performed. A vascular graft replaced the aortic arch. On (B)(6) 2011, follow-up CT revealed aneurysm enlargement due to a distal type 1 endoleak. To treat the distal type 1 endoleak, two tag devices were additionally implanted. The pt tolerated the procedure and the endoleak was resolved.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications.